Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the needle did not stay on the device. Another instrument was used to resolve the issue. There was no patient injury.